Event description:
It was reported that a patient underwent an open ventral hernia repair on (B)(6)2010. Post-operatively, on (B)(6)2010, the patient presented with erythema at the time of drain removal. The patient then presented to the clinic on (B)(6)2010 for additional drain removal and erythema was noted around the drain site. The two remaining drains were removed and the patient was discharged. The patient returned to emergency room later the same day with signs of sepsis. The patient was admitted, given IV antibiotics and subcutaneous abscesses were drained. Cultures revealed (B)(6) that was pansensitive to everything but penicillin. All symptoms resolved and patient was discharged on (B)(6)2010.

Manufacturer narrative:
(B)(4) (infection occurred): conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.